Event description:
The customer reported that the system displayed communication failure and control panel error messages. These error messages will likely cause the system to lock-up, shut down or prevent the system from booting up, depending on when the error messages occurred. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The mainframe power supply voltage was replaced. The system was then found to be operating as intended.